Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A stapler log review shows the sureform 60 stapler instrument (lot #l80240222-0633) was installed on the system 5 times and fired 5 reloads (1 blue, followed by 4 white). There were no incomplete clamps or unclamps by this instrument. On installs 1, and 3-5, the firings were completed with no pauses for compression. On install 2, the firing was completed with 1 pause for compression. There were no stapler related errors in the logs.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the case was converted to traditional laparoscopic surgery due to bleeding after stapling. The issue occurred during the final fire while creating the last portion of the gastric pouch using a sureform 60 stapler instrument with a white sureform 60 reload. An unspecified amount of bleeding occurred, but the source could not be visualized because the enlarged liver limited the view of the workspace. The surgeon noted that the enlarged liver was due to the patient not adhering to the pre-surgery diet. Despite the unresolved bleeding, the gastrojejunum anastomosis was performed. While suturing the anastomosis with a mega suturecut needle driver instrument, the surgeon inadvertently cut the suture, resulting in the anastomosis not closing correctly. Given that the anastomosis was ¿loose,¿ the bleeding had not resolved, and the origin could not be identified due to the enlarged liver, the surgeon opted to convert the procedure to a traditional laparoscopic approach. The source of bleeding was ultimately identified as a branch from the splenic artery that had been inadvertently transected with the stapler instrument. The surgeon stated the bleeding occurred was unrelated to a malfunction of the stapler instrument; but was as result of not completely mobilizing the greater curvature of the stomach and visualizing the left crus. The blood loss was measured to be approximately 1000mls and the patient required a transfusion of blood products; however, the amount of products transfused is unknown. The bleeding was controlled using multiple green hem-o-loc clips, and the procedure was completed laparoscopically. Although the patient required an extended hospitalization, there were no post-operative complications.